Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: catheter (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown concentration and was set to minimum rate via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient's pump became exposed with an (B)(6) infection. (B)(6) was noted as the contributing factor/cause of the issue. It was noted that the manufacturer representative (rep) was only present for the explant and had no further information regarding troubleshooting/diagnostics performed. Actions/interventions included a complete system explant. It was noted that surgical intervention did occur as the pump and catheters were removed on (B)(6) 2017, and all were discarded and will not be returned for analysis. It was noted that the pump and catheters will not be replaced in the future. It was noted that the patient had a 5cm growth removed from the right side of their back approximately one month ago per the hospital chart notes given by the healthcare professional. The patient was (B)(6) for an (B)(6) infection and was admitted to (B)(6) hospital about 1 week ago. The skin began to erode over the pump and it appeared to be about 1/4 exposed outside of the pump pocket in the operating room (or). For this reason, the patient's pump and catheter needed to be completely explanted. The explant was complete and rep had no further information to provide. It was unknown if the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2017 reported the hospitalization was not was not a device or therapy issue, but the information was conflicting information as it was due to an infected pump site and (B)(6). It was noted that the 5cm growth that was removed with the (B)(6) infection was not related to device or therapy. The type of growth was not identified, and the cultures tested positive for mrsa. It was noted that the infection and skin erosion/pocket erosion issue was resolved as the pump was surgically removed. It was noted the patient went from intravenous to oral antibiotics. No further complications were reported/anticipated.